Event description:
The physician claims that the hemashield patch was implanted in 2005 for a carotid endartectomy procedure. The device was removed in 2008, due to minor leakage experienced throughout the previous year. The physician reported that the device was sent out for culture and tested positive for infection (type of infection was not disclosed). The physician opted to surgically close the carotid artery, rather than implant another device. The physician reported that there was no injury to the pt due to the event.

Manufacturer narrative:
Since no product is being returned for evaluation, the physician's experience with this device cannot be confirmed or denied. Following our investigation, our conclusion to the most probable root cause is undeterminable. Since the exact date that the leakage began has not be reported. Method: the device history records for the batch were reviewed. Results: all manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. Trend review was also performed for all batches that were sterilized in the same sterile load as the reported device, and determined that there were no similar complaints against any of those batches. There is no increase in the frequency or severity as indicated via an anticipated or known failure mode based upon risk documentation and/or historical trending. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report.